Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise oversensing. No intervention was performed and the patient remained in stable condition.